Event description:
It was reported that this right atrial (ra) lead connected to a pacemaker exhibited undersensing. Low atrial intrinsic amplitude was also observed. Technical services (ts) recommended further review. No adverse patient effects were reported. This lead remains in service.